Event description:
Reference number (B)(4). Event occurred in france on 1-may-2024, it was reported that the patient encountered infusion sets leaks at connection no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.